Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise. Fracture was suspected but unable to be visualized under fluoroscopy. The lead was capped on (B)(6) 2025 and replaced. There were no patient consequences.